Event description:
An optometrist reported that a pt was diagnosed with grade 1 dlk ( diffuse lamellar keratitis) in the left eye on the first day after the lasik surgery. The topical steroid drops were increased, and the dlk has resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).